Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. For clarification, the maryland bipolar forceps instrument was found to have damage to the conductor wire insulation which did not exhibit the thermal damage. A piece measuring approximately 0.026" x 0.048" is missing from the wire. The conductor wire is slightly exposed, however, no wires are physically damaged. The maryland bipolar forceps instrument passed the electrical continuity test. The instrument had no signs of the thermal damage found at the distal end and no cables were found to be damaged. The root cause of the damaged conduct insulation is attributed to user mishandling/misuse, commonly caused by collision with another instrument or sharp object. A review of the instrument log for the maryland bipolar forceps instrument (471172 -16/ n11210412 0006) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 4 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument had damaged insulation. The damaged insulation of the conductor wire has potential for electrical discharge at a location other than intended. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the maryland bipolar forceps instrument had insulation damage and would not energize normally. The procedure was completed with no report of patient injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 7th april, 2022: the maryland bipolar forceps instrument had exposed internal wire. It is is unknown if the instrument was inspected prior to use and if there were loss of cautery associated with broken/loose cable. It is unknown if there were any signs of thermal damage and if there was any arcing event. The procedure was completed robotically with no report of patient injury and no fragment fell inside the patient. It is unknown if the maryland bipolar forceps instrument collided with any other instrument or tool during the procedure. No image or video of the procedure was available for isi review. The patient demographic information is requested but unavailable.